Manufacturer narrative:
Manufacturing records were reviewed and the device met all pre-release specifications. The device and delivery system were returned to gore for evaluation. The deployment line was returned in two segments, and the returned segment attached to the deployment knob was longer (147cm) than the nominal length of the catheter (120cm). This indicates the deployment line likely broke in the zipper section along the endoprosthesis. Cause of the reported event cannot be established based on evaluation of the returned device and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Event description:
The following was reported to gore: on (B)(6) 2021 a physician was attempting to reline a previously implanted stenosed bare metal stent in the superficial femoral artery (sfa) of a patient utilizing a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx) device. While attempting to reline the bare metal stent (bms) with the vsx device, the vsx device became caught on a strut of the bms, causing the deployment line to break. The device and delivery system were removed from the patient. The patient tolerated the procedure with no adverse outcomes.

Manufacturer narrative:
H6: investigation conclusion code changed from 4315 to 4311.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: the patient presented with an unknown etiology at an unknown anatomical location and underwent treatment utilizing a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx). The physician was attempting to deploy the vsx device and the deployment line reportedly broke resulting in the catheter being caught on a strut. Further information has been requested but is not made available at this time.